Manufacturer narrative:
(B) (4). Product was rec'd and evaluated. Visual inspection noted set to have a tear on silicone pumping segment. Crush marks were noted on the blue upper fitment of the set. The customer's report of hole in the pumping segment was confirmed. The cause of the leak was due to a tear on the silicone segment. The root cause of this failure was not identified. The product lot number was not provided, therefore, no further analysis or device history record review could be performed. Pt info requested and all available info is included.

Event description:
Customer reported a hole was noted near the top of the pumping segment of the IV administration set during a saline infusion. No pt harm reported. No add'l pt or event info available.